Event description:
It was reported that the patient was on the nkv-550 ventilator when the touchscreen went blank. The respiratory therapist stated that the ventilator continued to ventilate the patient even with the blank touchscreen. The touchscreen came back on within 20 seconds. There was no harm to the patient and the patient was placed on another ventilator. The debug logs confirmed a cpu reset, and ventilation resumed within 16 seconds at the previous set settings.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.